Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the paddle lead. Reprogramming was not able to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein an additional lead was implanted. Effective therapy was restored.